Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported that the side steering pedal was damaged.

Manufacturer narrative:
A visual and functional inspection was performed by a technician at the distributor. The inspection identified that the side control pedals had rotated 180 degrees and were flipped over. The brake and steer could still be engaged and disengaged at the head and foot end pedals.

Event description:
It was reported that the side steering pedal was damaged.